Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle directfix mesh. Later the pt experienced recurrent complete prolapse, recurrence of bladder prolapse, anemia and pain. A removal of the restorelle mesh was performed.